Event description:
The customer called to report unexplained high blood glucose levels. The reported blood glucose reading at the time of the call was 186 mg/dl. Troubleshooting was performed, and the insulin pump was found to be programmed correctly. The insulin pump passed the prime test, but the customer did not have the tubing clamp for the high pressure test. The customer also felt that the insulin pump was not delivering insulin accurately. The customer had delivered 15.4 units of insulin, but was missing about 10 units from the reservoir. The customer also reported that her spouse has been removing the reservoir and placing it back into the pump without first rewinding. Advised the customer to always rewind before placing the reservoir into the reservoir compartment. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.